Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The distal tip was examined under microscopic magnification (35x) and it was observed that the outer catheter had been pulled away from the distal metal tip. As a result, the distal tip was off center. The outer catheter was slightly bunched 0.4cm from the distal tip. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested with an in-house guidewire, which was loaded through the hub and able to advance to the distal end of the catheter, but not exit the catheter. The guidewire was then loaded through the distal tip but was unable to be advanced past the distal tip. The outer catheter was removed near the distal tip and the distal tip was examined under microscopic magnification. It was observed that the guidewire lumen was twisted around the core wire. Due to the material twisting, the guidewire could not be loaded through the tip of the device. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for material separation and material twisting, as the outer catheter was pulled away from the distal tip and the guidewire lumen was observed to be twisted at the distal tip. The investigation is confirmed for device-device incompatibility, as an in-house guidewire could not be advanced through the distal tip due to the twisted guidewire lumen. The investigation is inconclusive for failure to flush, as functional testing could not be performed due to the material separation at the distal tip. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues during the attachment of the catheter to the transducer contributed to the twisted catheter and outer catheter separation from the distal tip. It is likely that the twisting of the catheter near the distal tip contributed to the inability to flush the catheter. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter allegedly would not flush or thread onto the guidewire during preparation; therefore, the catheter was not used. There was no patient involvement.